Event description:
It was reported that this right ventricular (rv) lead exhibited pacing lead impedance measurements that were greater than 3000 ohms, which was out of range. Technical services (ts) analyzed device data and found that this was an abrupt increase along with a drop in r-wave amplitude and non-physiological noise. There was no oversensing. Isometric testing, lead evaluation, and x-rays were recommended. Further testing was performed in clinic including isometrics where noise could not be reproduced. The physician suspected a lead fracture. The patient elected to not have further treatment at this time. No adverse patient effects were reported. Currently, the ICD system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).